Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 11-apr-2024, it was reported that the patient faced presence of air bubbles and high blood glucose level. The blood glucose level of the patient at the time of incident was 250 mg/dl. Moreover, the infusion set was changed on (B)(6) 2024 at 14 : 00 pm. No further information was available.